Event description:
Account alleged that the bed will not lower when activating reverse trendelenburg. There was no patient involved, no injury. The hill-rom technician attempted several times to follow up with this complaint; however, the contact did not respond.